Manufacturer narrative:
Insulin pump received with minor scratches on lcd display window noted. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test , occlusion test and self test. No anomaly or missing segments noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were unable to read the screen due to scratches on the insulin pump. Customer¿s blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.